Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The following report is only based of the history log files, because the device, which was involved in the incident, wasn't sent back for an investigation. The data of the complained pump was for an infusomat space (article no. 8713050) with serial no. (B)(6). The uploaded history files were analyzed. The history files did not reveal the over infusion stated in the complaint. On the (B)(6) 2025 a vtbi of 200ml and the time 2h were set at 10:45am. The therapy was started with a flow rate of 100ml/h. At 12:38pm an air bubble alarm occurred. The alarm was confirmed at 12:44pm. Until this moment in total 188.49ml were infused. The door was opened at 12:44. A new vtbi therapy was configurated. A vtbi of 200ml and a time of 2h were set. After the hint that no start is possible (no disposable selected), the pump was turned off at 01:00pm. The first vtbi therapy was finished after 1h and 53 minutes. After three attempts to get a sample from customer, the case will closed without sample. The defect could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "pump 24b1712. The nurse programmed a 200ml octagam infusion (without going through oncosafety) over 2 hours, giving a rate of 100ml/h. The infusion was administered in 45 minutes."